Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage was selected for implant to treat a left atrial appendage (laa). Transseptal puncture was inferior and mid. Heparin was administered. During deployment it was noted that the disc of the occluder was hanging over the pulmonary vein. It was determined that the occluder was too large in size. The occluder was removed from the patient and sized down to a 22mm amplatzer amulet left atrial appendage occluder. During the procedure the occluder was re-captured once. The second occluder was implanted. Later the same day the patient developed a pericardial effusion. A pericardiocentesis was performed. The patient status was stable. The user believed the second occluder caused the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be confirmed. An unexpected medical intervention results from case-specific circumstances, a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage was selected for implant to treat a left atrial appendage (laa). Transseptal puncture was inferior and mid. Heparin was administered. During deployment it was noted that the disc of the occluder was hanging over the pulmonary vein. It was determined that the occluder was too large in size. The occluder was removed from the patient and sized down to a 22mm amplatzer amulet left atrial appendage occluder. The second occluder was implanted. Later the same day the patient developed a pericardial effusion. A pericardiocentesis was performed. The patient status was stable. The user believed the second occluder caused the pericardial effusion.